Event description:
I was treating a patient with severe superior mesenteric artery stenosis. As I retracted a 6 x 26 mm lifestream (ptfe - covered balloon expandable stent) back to the area of stenosis, the stent partially fell off the undeployed balloon and I could not get the balloon back inside the stent. I had to partially expand the stent, then use other procedures to eventually fully deploy the stent. I also had to deploy a second stent proximally (which was not part of the treatment plan) as the first stent partially missed the lesion. No adverse events occurred, but there was a device failure.